Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The target lesion was located in a coronary artery. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, the stent dislodged. However, this was not noticed until the device was advanced to the lesion and deployment was attempted. The stent was then found on the preparation table and the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The stent had detached from the balloon and was returned for analysis on a mandrel with the stent protector and without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its entire profile with struts distorted, bunched and overlapping. The product stent protector was returned for analysis with the device and the inner diameter was measured to be within specification. Individual assessment of the catheter cannot be performed as the stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The target lesion was located in a coronary artery. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, the stent dislodged. However, this was not noticed until the device was advanced to the lesion and deployment was attempted. The stent was then found on the preparation table and the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.